Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2026-00078 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported prior to use of bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes contained another tube inside. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. In one of the photos, a smaller plastic tube is visible inside. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes contained another tube inside. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® urinalysis preservative urine tube, an unspecified number of tubes contained another tube inside. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.